Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller through several steps to resolve the issue, including disconnecting and tightening the pump tubing, delivering boluses. Ultimately, the customer replaced pump supplies and resumed insulin.